Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be torn and was difficult to press. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All of the other keypad buttons were responding to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under contrast and down arrow key contacts.

Event description:
On (B)(4) 2012, the distributor contacted animas alleging that on (B)(6) 2012, the audio bolus button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged audio bolus button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).